Event description:
Same case as MDR ID: 2134265-2015-04402. (B)(6) clinical study. It was reported that myocardial infarction (mi) and death occurred. In (B)(6) 2013, the patient presented due to mi and unstable angina. Coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the proximal portion of saphenous vein grafts (svg) to first obtuse marginal (om) with 95% stenosis and was 12 mm long with a reference vessel diameter of 4.00mm.. The lesion was treated with direct stent placement using a 4.00x16mm promus element¿ plus stent, resulting in 0% residual restenosis. Target lesion # 2 was a de novo lesion located in the proximal portion of svg to distal right coronary artery (rca) with 95% stenosis and was 8 mm long with a reference vessel diameter of 4.00 mm. Target lesion # 2 was treated with direct stent placement using of a 4.00mmx16.00mm promus element¿ plus stent, resulting in 0% residual restenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented emergently with symptoms of right hip pain. The patient tripped and fell from an upright position and found to have a significant right hip fracture, and was hospitalized on the same day. The fracture was treated with gamma nail fixation. -postoperatively, the patient developed pulseless electrical activity (pea) to bradycardic cardiac arrest in three separate occasions which was managed with cardiopulmonary resuscitation(CPR) and epinephrine but patient's initial troponin levels are negative and echocardiogram showed a worsened ejection fraction (15%-20%) with wall motion abnormalities. The patient was then intubated and was placed on pressors. Patient's cardiac enzyme levels noted to be elevated and electrocardiogram (EKG) showed st depressions in the lateral leads. The patient also had left sided weakness and was diagnosed with progressive acute ischemic stroke. Three days later, patient's creatinine levels were elevated and patient's health continued to decline. Do not resuscitate (dnr) was initiated and comfort care was done. On the following day, the patient expired and the primary cause of death is refractory hypotension associated with systolic congestive heart failure (chf) from acute myocardial infarction (ami) complicated by multiorgan failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was also treated by surgical reduction. Post procedure, the patient immediately developed hypotension and perfusing rhythm was not able to be retained. Patient's lactic acid was noted to be elevated, differential diagnosis included ischemia or perfusion injury to the conduction system. Chest x-ray did not show any acute abnormalities. The patient also had ischemic cardiomyopathy. Patient's electrocardiogram (ECG) was suggestive of inferior myocardial infarction(mi)of indeterminate age. Death certificate is not available and autopsy was not performed. In addition, the cause of death is myocardial infarction.